Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the ER after receiving inappropriate therapy for fast conducting af. Physician elected to resolve the issue through medication adjustments. Patient will be monitored.